Event description:
It was reported that the 9600 system will not boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to readjust the ps1 power supply and stabilize output. Power supply readjusted. The system was tested and found to be working as intended, and placed back into service.